Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer's reported problem was verified by testing with 50ml cassette to replicate the report error by priming and running the cassette with fluid. Visual inspection performed for physical damage. Found cassette not attached alarm when closed latch handle due to damaged dso (downstream occlusion) seal. Found broken battery compartment and battery door. The most likely cause of the reported error is dso sensor. Replaced dso sensor to resolve report error. Replaced battery compartment and battery door. This device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed no disposable/cassette detected.